Manufacturer narrative:
A1-a5: there was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an electrical remote-controlled tubing clamp had an issue at setup (faulty message). No further information is available. The customer changed it out and identified it was the clamp causing the issue not the pump plugged into it. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: no evidence of service activity was available. The device service history review identified one further similar event in for involved unit (occurred in 2019) since its installation in 2010. Based on available information and taking into account similar complaints investigations, the most likely root cause of the reported issue could be traced back to one of the following: mechanical fault related to the clamp spindle, which could remain blocked; defective hall sensors located in the erc stator; a defective board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. Considering the unit's age, the event could be assessed as an isolated event. The aging and wear of the device could have contributed to the reported event. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer's site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that there was no specific error code that appeared. The unit will be shipped to livanova deutschland for a detailed investigation and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.